Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): no UDI is being reported as the part and lot numbers were not reported. (B)(4). The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), and similar incident query for this product was not performed since the part and lot numbers were not reported. It should be noted that the electronic instructions for use, guide wire, high torque guide wires for pta, global ce, states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, the reported IFU violation wire used against resistance does not appear to have caused or contributed to the reported tip separation. The investigation determined the reported physical resistance and tip separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a total occluded, heavily calcified mid anterior tibial de novo lesion that was 100% stenosed. When attempting to cross an unspecified hi-torque command es guide wire some resistance was met with the anatomy but was able to reach the lesion. It was then noted after some time that the tip of the gw came off and the rest of the wire had become unintentionally prolapsed afterwards. During retrieval of the separated tip portion, the prolapsed gw was used with the support of a 4f non-abbott guiding catheter to capture the tip and successfully remove it from the anatomy. Balloon angioplasty was performed to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.